Event description:
Customer reported blood glucose results of 400 mg/dl and "100 something" mg/dl within 10 minutes on the advantage system. Customer did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.